Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that this device showed a diagnostics cleared due to invalid data message which cleared all the diagnostic data. The device also showed a jump of double the value in the atrial pacing output which may or may not have caused by a polarity switch due to a decrease in impedance in the atrium. Device remains implanted.